Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
It was reported that customer was having problems with adhesive getting stuck in serter when attempting insertion. Customer mentioned being hospitalized in (B)(6). Customer was hospitalized from (B)(6), 2014 due to high blood glucose of over 500 mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer states doctor believed insulin pump was the cause of high blood glucose. Customer was advised on proper use of serter and advised that serter will be replaced. No further information provided.